Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient presented with pain. Surgeon isolated pain at tibial base and suspected it was loose. However, removal proved challenging and time consuming. Bone ingrowth was apparent on the tibial base once it was removed. There did appear to be a little lucency around the keel on the pre-revision x-ray.